Event description:
Lead returned 09/28/2005 with no oos form or reason for explant. Device is not in u.s. Database, may be returned of ous device. No implant / explant data available.

Event description:
Lead returned 09/2005 with no oos form or reason for explant.no implant / explant data available.